Event description:
It was reported to tyco/kendall healthcare in 2007 that a customer had a problem with the vistec sponges. The customer reports "sponges are shredding as they are pulling them out of pts."

Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.